Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. The balloon was inflated on return. The proximal balloon bond was necked. Blood was visible in the inflation lumen. The transition shaft was kinked, stretched and flattened. Slight damage was evident to the distal tip. It was not possible to perform deflation testing due to the necked balloon bond and the stretched transition shaft. There was no other damage evident to the remainder of the device. Images were provided for evaluation. Images showing the kbt between the lad and the ramus with both 2.5 x 10mm euphora balloons was not captured on the images provided. It is not possible to assess the root cause of the deflation difficulties experienced by the physician based on the images provided. Images confirm the complex nature of the multi-vessel disease treatment being performed. Additional information: the patient was initially undergoing a procedure to get a pacemaker implanted but the procedure had to be stopped when the patient became unstable and developed ventricular tachycardia which lead to shock. The patient had to undergo emergency pci as a result. A 6f right femoral approach was used during pci. A 3.5 ebu guide along with three non-medtronic wires were used to wire the lad, ramus/d1 and lcx. A couple of balloon predilatations were first performed, including 2 sets of kissing, then stent with pot, before final kissing where the deflation issue was encountered with the 2.5x10mm euphora. It was noted that the same inflation medium used for both balloons. Multiple balloons of different sizes were used for these predilations. It was mentioned that no abnormalities were noted with preparation or inflation of any of the balloons. It was also noted that these were fresh balloons and had not been previously used. The device was inspected without any issues noted. There were no difficulties noted removing the stylette or the protective sheath. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not noted during advancement of the device and excessive force was not used. The balloon was inflated to 14/16atm. There were no difficulties noted during inflation of the device. It was noted that the device was not moved or repositioned while inflated or prior to deflation attempt. It was stated that deflation difficulties were encountered after the first inflation. Deflation with an non-medtronic indeflator was attempted first and this was then swapped out for a 20cc syringe. Negative pressure was the applied, however, the balloon still failed to deflate. A 8-10cc 50/50 concentration of contrast/ saline was used. The 20cc syringe possibly had 3cc of saline/contrast. The patient developed ventricular tachycardia. Partial deflation was then achieved. Forward movement was checked with movement found to be possible. It was stated that the patient experienced ventricular tachycardia with any movement. The balloon was retracted balloon in its partially inflated state to the guide catheter tip with it being unable to fit in through the tip. The guide catheter, non-medtronic guidewires and balloon were removed with balloon partially inflated. A new ebu 3.5 guide catheter and wires were positioned to repair the lm stent which was damaged during the complication with the euphora balloon. The stent was post-dilated with a 3.5 x 20mm balloon. The lm stent was fixed and the procedure was completed successfully. It was stated that the lad has the appearance of thrombus and had reoccluded. It was indicated that this led to the patient developing ventricular tachycardia and shock. The lad was subsequently reopened using a wire. A bolus fusion and heparin were interfused. The ostium of the lcx was treated with 2.0 x 15mm balloon at 12atm. Final result was noted to be less than 25% at the lcx and lad. An angiogram performed six days later showed that the procedure had "all went well". Two days later, the patient got a pacemaker implanted. The patient was discharged approximately one week later. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : a kink was evident on the hypotube. The balloon was inflated on return. The proximal balloon bond was necked. Blood was visible in the inflation lumen. The transition shaft was kinked, stretched and flattened. Slight damage was evident to the distal tip. It was not possible to perform deflation testing due to the necked balloon bond and the stretched transition shaft. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheters to treat a lesion in the lad. It was reported that there were balloon deflation difficulties and the devices would not deflate at the lesion site. It was confirmed that the balloon and "everything" was removed together as the balloon could not be deflated. The balloon was removed still inflated. The patient status is unknown.